Event description:
It was reported that the user received an ¿unable to proceed¿ message during fill tubing after observing a large air bubble, which was assessed as an occlusion related to the infusion set and cartridge during a supply change; a guided dry run succeeded, and the subsequent supply change with new supplies completed successfully. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy beyond the transient supply change process and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including a dry run and a supervised supply change with new components. Investigation of this case revealed that an air bubble in the fluid path likely contributed to flow restriction during fill, consistent with an occlusion related to the cartridge and infusion set, and that replacement of supplies resolved the issue. It was concluded, based on previously established findings for similar reports, that user handling leading to air introduction during setup was the probable cause.